Event description:
It was reported that the patient never had therapeutic effect, with increased baseline spasticity, following a new pump and catheter implant. A catheter dye study with imaging/x-rays was performed, and it was determined that the catheter was disconnected from the pump. A revision had not yet been scheduled. It was noted that the patient was "fine but was not receiving effective therapy." It was also reported that a pump critical alarm was heard and confirmed by telemetry on (B)(6) 2012. A motor stall and motor stall recovery were recorded in the pump event logs. The patient experienced multiple stalls, and it was thought there may be a correlation to the patient's linak invacare model 5490ivc motorized bed. It was reported that the stalls began on (B)(6) 2012, and that one stall lasted 6 hours before a recovery took place. It was later reported that the cause of the motor stalls was still unknown. The pump event logs had not been reviewed to confirm if the stalls were only occurring at night while the patient was in bed. It was reported that the last time the patient heard the alarm was in the morning while still in bed. It was reported that the patient did hear some alarms during the day, but the majority were in the evening. It was also noted that the patient has had the bed since getting the pump installed but the issue only started in the last few weeks. The invacare website was reviewed, and it appeared that the motor was at the foot of the bed. There was also something unclear in the middle of the bed, which may have been hinges. It was later reported that the patient heard additional alarms while in bed on (B)(6) 2012, but the patient confirmed that he had also heard alarms while out of bed. It was thought that the pump would be explanted. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported there were motor stalls for "no apparent reason". The pump was replaced. It was noted there was no injury. The patient status was noted as recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed a pump motor coil shorted to case, a hole and mechanical wear in the pump tube of the pumphead, a pump motor feedthru anomaly and a deformed pump tube in the pumphead.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.